Manufacturer narrative:
Continuation of d10: product ID d-evprop23-29 (lot: 0012526096); product type: 0195-heart valves; implant date: non-implantable device product ID l-evprop23-29 (lot: 0012426262); product type: 0195-heart valves; implant date: non-implantable device product ID evproplus-29 (unknown); product type: 0195-heart valves; implant date (B)(6) 2025; explant date select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure involving the evproplus-29, the valve dislodged towards the left v entricle upon release. Angiography and transthoracic echocardiography confirmed a regurgitation, and subsequent imaging revealed further dislodgement of the valve to the left ventricle. The regurgitation was located above the external skirt approximately 20 mm below the aortic annulus. Transesophageal echocardiography was performed and confirmed the regurgitation and that the valve had dislodged to the left ventricle. A second evolut plus was implanted 15 mm above the first valve; however, a moderate regurgitation was observed. Subsequently, a post-implant balloon dilation was performed with a 23x45mm non-medtronic balloon. The final result showed a small regurgitation with a gradient of 4 mmhg. There was a delay in the procedure time, but the patient remained stable and was discharged from the hospital three days after the procedure.

Manufacturer narrative:
Corrected data: g3. Aware date corrected additional codes. F05 added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a pre-implant balloon aortic valvuloplasty was performed prior to implantation of the first valve. Following the dislodgement of the first valve, severe paravalvular leak (pvl) occurred. The regurgitation observed following the second valve was mild pvl, and a post-implant balloon aortic valvuloplasty was performed to treat the mild pvl.

Manufacturer narrative:
Updated data: b2. B5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: d4 h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: eight media files were provided for review. Fluoroscopic valve inspection was performed and confirmed a good load. The valve was deployed just prior to the point of no recapture and valve depth assessment was performed in the lao view showing a depth of at least 10 mm on the left coronary cusp (lcc). Depth assessment in the cusp overlap view was not performed therefore depth on the non-coronary cusp (ncc) cannot be validated. As stated in the instructions for use (IFU), the recommended target depth is 3 mm relative to the valve annulus. If the implant depth is<(><<)>1 mm or >5 mm, consider recapture. The valve was released, and subsequent angiogram reveals that the valve migrated deeper causing significant aortic insufficiency/paravalvular leak. A second valve was loaded and confirmed a good load. The second valve was implanted within the first one at a higher position. A post-implant dilatation was performed, and final angiogram shows minimal residual aortic regurgitation/paravalvular leak. As stated in the IFU, the safety and effectiveness of the bioprosthesis implanted within a failed preexisting transcatheter bioprosthesis have not been demonstrated. The patient¿s executive summary was not provided for anatomical review. Updated: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.